Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture and high out of range pace impedance measurements greater than 2500 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. The patient was to be seen in the future for additional follow up. Over four years later, a healthcare provider contacted boston scientific technical services (ts) to perform a post-procedure device check. The specific procedure was not noted. Ts indicated there were stored atrial tachycardia response (atr) episodes that occurred two days prior which exhibited noise and oversensing on the ra lead. The ra pace impedance measurements were noted to variable between approximately 600 ohms and just under 2000 ohms, as observed on the pace impedance trend. These measurements are within normal specification limits. The products remain inservice . No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).